Event description:
Healthcare professional reported "capsular contracture, Baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: capsular contracture Baker grade IV.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.